Manufacturer narrative:
Initial.

Event description:
It was reported that during a site change the cannula fell out of the applicator, consistent with an infusion set deployment issue or an infusion set connector not fully attached, on an infusion set and cartridge. Symptoms included no physiological injury or adverse clinical effects. Outcomes included no alerts or alarms and completion of troubleshooting and user education. Investigation included review of user technique and product use. Investigation of this case revealed use-related factors consistent with incorrect deployment or incomplete connection of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique.